Event description:
The customer experienced an elevated blood glucose level that was displayed as "high." Cause was unknown. To address the issue, the customer administered a correction bolus through the pump. After inspecting the site, tubing, and infusion set as instructed, no issues such as blockages, leaks, or air bubbles were found. Insulin was observed at the end of the tubing, and proper insulin storage was confirmed. The customer was advised to replace supplies as needed and resume insulin usage, with a request for further assistance if necessary. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.